Event description:
It was reported that the device powered off while in use with a patient. There was no adverse event reported as the result of the device use. There was no further information on the patient or the event provided.

Manufacturer narrative:
(B)(6): physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing and noted that the customer was using third-party batteries. Physio-control does not recommend use of third party batteries. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.